Event description:
From staff: bd alaris pump infusion set ref# 2420-0500 did not have needed clamp attached when opened. Rn noticed clamp was missing when she was hanging fluid in med room. Set replaced. Specific lot unknown, package thrown away. There were 4 empty packages in trash with two separate lot numbers. (10)23113265 and (10)23113256.